Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including impedance testing and functional testing, using the returned accessories, without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed the user was not in the correct ECG view when a pads signal was established. After the ECG view was switched to pads via rescue protocol, the device was able to display ECG after the check pads condition was cleared. The log showed no indication to suggest that the unit would not display ECG. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) in cardiac arrest, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.